Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small particulates were observed in six (6) 1000ml empty intravia containers. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information was added to e1: initial reporter address (omitted on initial). Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.